Event description:
It was reported that t:slim x2 pump battery did not charge even though caller used working wall outlets, tandem charging equipment, and alternative cables and adapters, and charging connection was not recognized. There was no adverse impact to the customer's blood glucose level. Customer confirmed pump did not shut down or become unusable, planned to continue using current pump as backup therapy, and technical support arranged replacement pump under warranty.